Event description:
It was reported that the patient had this tactra removed and replaced due to an unspecified mechanical issue. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had wear at folds in the proximal cylinder bodies. The first cylinder had a leak at the corner of a fold in the proximal cylinder body. The second cylinder had a leak in the middle and distal end of the cylinder body, consistent with explant damage. The pump was visually and microscopically examined, and leak tested. The pump had a leak at the kink resistant tubing (krt) consistent with explant damage. Contamination was observed within the pump under microscopic examination; therefore, the pump was not functionally tested. Based on the information available and analysis results, the fluid leak identified in the first cylinder could have caused or contributed to the reported clinical observation of fluid loss.

Event description:
It was reported that the patient had this inflatable penile prosthesis (ipp) removed and replaced due to fluid loss. No patient complications were reported.

Event description:
It was reported that the patient had this inflatable penile prosthesis (ipp) removed and replaced due to fluid loss. No patient complications were reported.

Manufacturer narrative:
Correction to the initial MDR in b5: event description, d1: brand name, d2a: common device name, d2b: pro code (product code), d4: model number, d4: lot number, d4: catalog number, d4: expiration date, d4: unique identifier (UDI), g1: MFR site address 1, g1: MFR site city, g1: MFR site country.